Event description:
It was reported that during preparation of the 7-10 x 40 mm acculink stent delivery system, the stent was noted to be partially deployed when the mandrel was removed. The device was not used and there was no patient involvement. There was no clinically significant delay and no adverse patient effect. A second same size acculink was then used to complete the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.